Event description:
Received information that alleged patient required sutures post surgical intervention. No patient harm was reported.

Manufacturer narrative:
A review of the device history record was performed. The devices were manufactured in accordance with product specifications. No identified trends were identified. The blade/knife was not returned from the end user for review. Magnified photos of the device have not been received for review. Complaints will continue to be monitored. Previous research has shown that dull blades; blades not cutting as intended, damaged blades occurring during a procedure can be the result of a damaged cutting edge, point or apex on the blade. Damage to the knife / blade has occurred when removing the device from the packaging, from the foam carrier, or while preparing the knife for the procedure. The blade component edges and points can be damaged very easily if dropped, bumped, or come in contact with any hard, rough surface. Design verification was performed to ensure that the appropriate materials were selected in order to have a secure insertion in handle. Appropriate materials were selected to meet the design requirements. Stability studies also confirm that the product meets the design requirement for the indicated shelf life. No further control measures are deemed necessary at this time.